Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was using non-tandem provided wall adapter and charging cable to charge the pump. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting with tandem technical support and no further information was able to be obtained.